Event description:
Caller indicated the relion confirm meter was giving high readings. Customer stated she recently moved to (B)(6) with her parents. She stated her parents purchased a new meter for her to use because they wanted her to have a brand new one. She stated she tested at night before she went to bed and received 419mg on her confirm meter. She then took 12 units of insulin based on the reading of 419mg. She stated, she woke up about 1 hour later because she was feeling hot, sweaty, dry mouth and thirsty. She also stated she could not move at the time. She stated she called out to her mom. Her mom came into her room to check on her. Next, her mom grabbed her confirm meter to check her blood glucose levels and she received a reading of lo. After this occurred, her mother fed her a candy bar, orange juice and 6 glucose tablets to increase her blood glucose levels. She tested again on her meter, but this time she received a reading of 86mg. She stated they monitored her blood glucose levels until it increased to 115mg. After receiving a reading of 115mg she then took 4 more glucose tablets and took another reading. This time she received a reading of 150mg. Verified the customer stores her meter and strips in her living room, bedroom and sometime sin her kitchen. She seals her bottle cap immediately and tightly after removing a test strip. Unknown if she changes her lancets or washes her hands with soap and water. Customer does not have any control solution. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.